Event description:
It was reported the patient's pacemaker exhibited multiple noise episodes. No further intervention or patient symptoms were reported. The implant date of the pacemaker is unknown at this time.